Event description:
The pt received two leads with the same lot number. It was reported the pt had experienced overstimulation. The physician replaced both leads. F/u identified the pt had effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.